Event description:
It was reported that during a coronary artery drug eluting stent procedure stent damage occurred. The physician attempted to treat a 90% stenosed severely tortuous, calcified mid lad (left anterior descending) artery lesion with a 3.5x24mm taxus express2 drug eluting stent. The stent delivery system was unable to cross the lesion and once removed from the pt it was noticed by the physician that the stent strut was raised. The procedure was completed with another unspecified device. There were no reported pt injuries or complications. The pt was discharged in "good" condition.

Manufacturer narrative:
The device was not returned for review, therefore, a technical device analysis cannot be carried out. A review of the mfg documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The root cause classification of this event is operational context.